Event description:
Customer reported the lancet falling out of the drum and past the endcap of the fastclix device. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).